Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change and experienced difficulty removing and attaching the connector, after which replacements were arranged. Customer care provided support that included troubleshooting and user education conducted remotely. Investigation of this case revealed a suspected device connection issue localized to the connector component without corroborated device malfunction. No reported clinical effects, or symptoms during the event reported. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-to-device interface difficulty during supply change.